Manufacturer narrative:
Device was not returned for additional evaluation or investigation. There was no allegation from the physician of a device malfunction. The physician believes that the physiological symptoms that were alleged were "normal surgical related issues." If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Additional communication with the patient confirmed that their pump was explanted. Per patient, "the alarm wasn't set to go off, it was dry. When [the physician] took it out, the catheter came out with it. When [the physician] took the pump out, I was hugely swollen and he drew 19 tubes of fluid off of me. It's still hard and now I have an entrapped nerve."

Manufacturer narrative:
Pending follow up information regarding device disposition and additional details. Internal complaint number: (B)(4).

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Please note that the patient's physician was contacted multiple times to determine whether the patient was able to be seen by the physician. Post market surveillance and technical solutions also both contacted the local agent in order to request that they assist in connecting the patient and physician. As the device remains implanted, no additional evaluation or investigation can be performed on the device. Additionally, no definitive root cause can be determined for the alleged issue. If additional information becomes available, a supplemental MDR will be completed. Internal complaint number: (B)(4).

Event description:
A patient contacted technical solutions to report that their pump site has been in pain since their pump was implanted and that it was leaking fluid. The patient stated that they would like the pump explanted but they have not been able to get a hold of their implanting physician.